Event description:
Reporter indicated that patient underwent vns therapy system explant surgery due to an infection.

Manufacturer narrative:
Attempts to obtain information regarding the event have been unsuccessful to date. Product analysis results will not change the conclusion of the reported event because explanted products are decontaminated prior to return; therefore, microbiological testing is not performed. Product analysis results will only be reported in the event that a device malfunction is noted that would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Manufacturing records for the pulse generator and lead were reviewed. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery. Review of manufacturing records for the pulse generator and lead confirmed sterilization of the devices prior to distribution.

Event description:
After the patient had the vns generator removed due to infection, the patient received 2 more generators which also became infected (reported via MDR# 1644487-2009-01547, MDR# 1644487-2009-01550, and MDR# 1644487-2009-01531). MDR# 1644487-2009-01547 and MDR# 1644487-2009-01550 inadvertently reported the same infection twice. The patient was admitted to the hospital with an infection on (B)(6) 2004. The patient had abscess drainage surgery on (B)(6) 2005 and wound cleaning surgery on (B)(6) 2005. The generator was removed on (B)(6) 2005. A new generator (102, sn (B)(4), captured in MDR# 1644487-2009-01547 and MDR# 1644487-2009-01550) was implanted on (B)(6) 2006. On (B)(6) 2008, the 102, sn (B)(4) generator became infected and the patient was admitted to the hospital for IV antibiotics. The patient was admitted again for IV antibiotics on (B)(6) 2008. The 102, sn (B)(4) generator was explanted on (B)(6) 2008 and a new generator, 103, sn (B)(4) was implanted in the right chest (previous generators were implanted in the left chest). On (B)(6) 2009, the 103, sn (B)(4) generator became infected and the patient was hospitalized for IV antibiotics (MDR# 1644487-2009-01531). On (B)(6) 2009, the 103, sn (B)(4) generator and vns lead was removed and no new devices were implanted. On (B)(6) 2009, the patient was seen and was doing well. Reimplant of the vns is not planned. The cause of the serial infections was felt to be a lingering infection from the original infection from (B)(6) 2004, which did not resolve until explant of the vns generator and lead on (B)(6) 2009.

Manufacturer narrative:
Date of event, corrected data: the incorrect event date was inadvertently reported on the initial MDR report. The correct event date is provided. Describe event or problem, corrected data: the infection event involved 3 different generators. The infections were all reported, but one generator had the infection inadvertently reported twice (MDR# 1644487-2009-01547 and MDR# 1644487-2009-01550).